Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a low blood glucose level. The customer's blood glucose level was 36 mg/dl. The customer was treated with orange juice. The customer stated that she had a weak battery alarm and bad battery. The customer was advised to use battery brand and call back if the concern reoccurs. The customer understood and agreed. No further information was reported.